Manufacturer narrative:
Investigation summary: upon further evaluation it was noticed that complaint received was from a product already expired. No investigation can be conducted to the retention samples. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record could not be reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a molecular false positive for pseudomonas aeuroginosa. Confirmatory testing was performed through phenotypic tests that identified citrobacter koseri. There was no indication that results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) : "false positive pseudomonas aeuroginosa, microorganism identified by phenotypic tests citrobacter koseri... * management of the ips: confirmation of the result by phenotypic tests as citrobacter koseri"